Event description:
It was reported that the patient had an advance xp sling implanted. A new artificial urinary sphincter system consisting of a 4.0cm cuff, pump, and balloon was implanted due to unspecified reasons.